Manufacturer narrative:
As the affected delivery system was not returned, the investigation was limited to review of DHR, review of physician training and IFU for commander delivery system, review of complaint database for similar/other complaints, review of lot history, manufacturing mitigations, review of imagery, and fmea assessment.the most relevant work orders for the failure mode reported in this complaint were reviewed and the work orders did not reveal any issues that have contributed to this complaint. No IFU or training deficiencies were identified. Review of complaint history reveals that the occurrence rate does not exceed the march 2016 control limits for this trend category ¿balloon torn¿. Review of lot history revealed one (1) other additional complaint for ¿balloon torn¿. No photographs were provided with the case file. During manufacturing of the commander delivery system multiple 100% inspections were performed. During the pleat and fold process, the inflation balloon was visually inspected for scratches and distorted/pinched folds. The fully assembled commander delivery system was visually inspected for manufacturing defects by manufacturing and quality (200% total). The device is inspected for kinks, cuts, and distorted and pinched folds. The commander delivery system is 100% air pressure leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. The balloon burst testing was measured and met the statistical acceptance criteria. The inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint.due to the device or applicable photographs (relevant to the complaint) not returned with the complaint for evaluation, the complaint for ¿balloon - torn¿, was unable to be confirmed. Review of available information and complaint history provided no indication that a manufacturing non-conformance contributed to the complaint. No deficiencies were identified in review of relevant manufacturing mitigations and IFU/training materials. Without the device returned for (visual inspection, functional testing and dimensional analysis), a definite root cause for the event was unable to be determined.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 26 mm sapien 3 valve by tf approach, the balloon of the commander delivery system broke. All the devices were withdrawn and two days later a 26 mm sapien 3 valve was implanted by tao approach with success. The patient is doing well and was discharged.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 26 mm sapien 3 valve by tf approach, the balloon of the commander delivery system broke. All the devices were withdrawn and two days later a 26 mm sapien 3 valve was implanted by tao approach with success. Patient is doing well and was discharged.